Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman delivery system (wds). The returned device was bloody on the outside. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed damage to the tricut folded back with the implant still fully enclosed inside the delivery sheath. The implant size was consistent with reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported a portion of the tip was missing. A left atrial appendage (laa) procedure was being performed. During preparation of a 30mm watchman ® laa closure device & delivery system (wds) it was noted that one of the flaps of the tricut on the tip was missing. They pulled the device back and exposed the feet outside the delivery system a few mm to see if it could be found and then utilized the light on a cell phone to see if it was sticking inside the wds tubing; however nothing was seen. No tricut flap was visible inside or outside the wds. The device did not enter the patient's body, therefore no patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a portion of the tip was missing. A left atrial appendage (laa) procedure was being performed. During preparation of a 30mm watchman ® laa closure device & delivery system (wds) it was noted that one of the flaps of the tricut on the tip was missing. They pulled the device back and exposed the feet outside the delivery system a few mm to see if it could be found and then utilized the light on a cell phone to see if it was sticking inside the wds tubing; however nothing was seen. No tricut flap was visible inside or outside the wds. The device did not enter the patient's body, therefore no patient complications were reported.